Manufacturer narrative:
(B)(4). The pump was received with a scratched case, a missing reservoir tube o-ring, a missing retainer and a pillowing keypad overlay. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The test p-cap/reservoir does not lock in place and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer and missing reservoir tube o-ring.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.